Event description:
It was reported that a (B)(6) female patient underwent a procedure on (B)(6) 2014. Following the procedure, the deployer selected a mynxgrip (6f/7f) vascular closure device for closure of the access site. It was reported that the deployment went fine, and hemostasis was achieved. The patient was discharged as originally scheduled on (B)(6) 2014. The patient had no pain at the time of discharge. The patient presented to the ER on (B)(6) 2014 with leg pain. The patient was sent to surgery where a clot was removed. The clot was sent in for pathology. The following information was noted from the pathology report: "sections, fragments of foreign gel-like material with associated white blood cells and fibrant. The foreign material is non polarizable." The patient was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1327401) indicated that the device lot met all established performance criteria prior to shipment.